Event description:
Healthcare professional reported "3 mm h12 cystic images are displayed...undulations of the prosthesis...signs compatible with rupture" confirmed via mammography, against right side device. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation:visual analysis of the photographs identified: opening in the device. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event.

Event description:
Healthcare professional reported "3 mm h12 cystic images are displayed...undulations of the prosthesis...signs compatible with rupture" confirmed via mammography, against right side device. Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: opening in the device. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.